Event description:
Needle broke off in pt. IV solution connected to pump and not infused to pt. Pt used partial IV and remainder leaked around infusion site. MFR notified and returned gripper for evaluation.